Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no pockets appeared in hardware test application mode for the main half-height sub drawer. A field service engineer checked voltage via multimeter for both main drawer controllers. Both came up with intolerance. Appeared to be not detected on a bus. Receded row board cable at drawer controller. Drawer appeared responsive and appeared in hardware test application mode. The system functioned as intended after the field service engineer repaired the device.